Event description:
Strikethrough on product occured at both arms from wrists to elbows doing an emergency c-section. There were no known blood born pathogens. The product sample was not retained and a lot number was not available.